Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic and also inaccurate compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the alleged meter inaccuracy began on(B)(6) 2016 at 7:30pm. The patient reported obtaining blood glucose readings of "80 mg/dl" with the subject meter and "80 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient also reported obtaining blood glucose readings of "52 and 57 mg/dl" with the subject meter, performed within an unspecified time of each other and "80 and 87 mg/dl" with the subject meter, performed within an unspecified time of each other. During the follow-up call, the patient informed the mss that she manages her diabetes with a fixed dose of humalog insulin three times a day. The patient claimed she tests her blood glucose three times a day (morning, 3pm and 7pm) and that her normal blood glucose range is between "90-110 mg/dl" on the morning, "140-148 mg/dl" on the afternoon and "150-155 mg/dl" at night. The patient claimed that if her blood glucose is measured at less than "100 mg/dl" she omits her insulin dose. The patient reported that on the afternoon of (B)(6) 2016, prior to the alleged issue, she developed symptoms of "sweating, blurry vision and was shaky"; symptoms she associated with low blood glucose. During the follow-up call, the patient claimed she treated herself with a glass of orange juice and that she felt better afterwards. The patient also stated that she omitted her bedtime insulin dose later that evening due to the alleged issue. During the follow-up call, the patient stated that prior to the onset of symptoms, she had last tested with the subject meter at an unspecified time on the afternoon of (B)(6) 2016, a result of around "300 mg/dl" was obtained which was higher than expected and that she took an unspecified insulin dose in response. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was not used for testing. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.